Event description:
Capillary blood sample ran on suspect device. Blood glucose was 536 mg/dl. 10 minutes later venous sample drawn and read in lab and blood glucose was 152 mg/dl. Controls were run and within range. No treatment given to patient.